Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned e4. Reporter also sent report to FDA? - reported via voluntary medwatch mw5116507 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Please clarify the product that had the alleged issue? In the reporting overview, gelfoam and pfizer is mentioned, please confirm that it was surgifoam from ferrosan medical devices /ethicon that was used? Was the product involved gelfoam or surgifoam? 6. What are the product code and lot number of the surgifoam used in this event? 7. What are the product code and lot number of the chromic suture used in this event? 8. What was the onset date of each symptom following the index surgical procedure? 9. Please elaborate on the root cause of the event? 10. Did the patient undergo a patch test? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the etiology of or contributing factors to this event? 13. What is the patient¿s current status? Event related to uf/importer report number: 2210968-2023-100003 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient had a known allergy gelatin allergy, listed in chart (followed by multiple vaccinations he cannot receive due to anaphylactic reaction). The absorbable hemostat was used for hemostasis, which contained gelatin. The patient's vitals started to show tachycardia and hypotension. The patient has a history of congenital heart disease. He began to develop redness and hives on b/l trunk, arms, and legs and allergy was identified. The anesthesia team members were contacted and stabilized the patient. A surgical team removed the absorbable hemostat and replaced it with absorbable hemostat product. The circulating nurse documented the product - no flags were detected in chart as the item containing gelatin. Suture was also removed out of abundance of caution. Patient remained intubated and was admitted to CT sicu. Additional information was requested.